Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, when the indeflator pressure is increased, the balloon inflates but the pressure is not reflected on the dial. The dial reads zero. There are no bubbles noted in the chamber. The same device was successfully used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal procedures. D4: corrected lot # from 60561752 to 60559376. H4: corrected device mfg date from 5/22/2024 to 5/8/2024.